Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/21/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2017 and a barbed suture was used. During the procedure, suture breakage and bifurcation occurred. The surgeon didn't change to any other suture and knotted broken piece to complete. There were no adverse patient consequences . No additional information was provided.